Manufacturer narrative:
The insulin pumped passed the displacement test, rewind, basic occlusion test, and the prime test. The unit was received stuck in a motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed, and it may have had an intermittent failure that went undetected during testing. The device was unable to test for the motor sensor alarm due to motor error alarm. The following cosmetic damage was also found on the insulin pump: a cracked belt clip slot, cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corner. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he received a motor error alarm on his insulin pump. His blood glucose value at the time of incident was 137 mg/dl. Customer stated that the motor error appeared while trying to give himself a bolus of insulin. Troubleshooting was initiated and the alarm was cleared. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The customer returned the pump for analysis and a replacement devise was shipped to the customer.